Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced nine infusion set tubing leakage events at the site on (B)(6) 2026. The infusion set was in use for 12 to 30 hours.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) -MDR - device 5 of 9.